Manufacturer narrative:
Additional information to block b5: describe event or problem received on december 5, 2025. Block h6: device code a0501 captures the reportable event of "anchor" detachment.

Event description:
It was reported that during a procedure for the treatment of stress urinary incontinence, the device broke while being repositioned inside the patient. The "anchor" detached. The procedure was completed using another of the same device. No patient complications were reported.

Event description:
It was reported that, during a procedure using an obtryx device for treatment of stress urinary incontinence, the mesh was broken. The event is unclear, and attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. The event description may suggest that the mesh detached. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of mesh detachment.